Event description:
It was reported that the patient was found to be septic. A transesophageal echocardiogram (tee) was done and vegetation was found on the right ventricular (rv) lead at the tricuspid valve. The implantable cardioverter defibrillator (ICD) and rv lead were extracted. No further patient complications have been reported as a result of this event.